Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose and diabetic ketoacidosis level on (B)(6) 2022. Customer's blood glucose value was 612 mg/dl at the time of the incident. Another blood glucose level was 127 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting. The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose and diabetic ketoacidosis level on (B)(6) 2022. Customer's blood glucose value was 612 mg/dl at the time of the incident. Another blood glucose level was 127 mg/dl. The customer declined troubleshooting. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting. The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with incorrect information. The corrected summary has been updated and provided with this report in section b5.

Manufacturer narrative:
Customer returned pump for an alleged ems dispatched and was hospitalized for high bgs and dka found on apr 13, 2022. Also, on (B)(4), svn#: 000310457848 - customer returned pump for an alleged unexpected resume and high bgs found on oct 30, 2019 and on (B)(4), svn#: 000310413825 - customer returned pump for an alleged pump and sensor communication anomaly found on oct 17, 2019. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. The pump was monitored and no unexpected resume noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Unexpected resume, pump and sensor communication anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.